Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside the patient. The target lesion was located in the tortuous circumflex artery (cx). The lesion was predilated with a 2.5x15mm apex balloon. Then a 28x2.25mm taxus liberte atom stent delivery system (sds) was advanced but would not cross the lesion. The device was removed and the scrub technician wiped down the catheter and the stent slipped off the delivery balloon and onto the table. The procedure was completed with angioplasty. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).